Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failing. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 1 and 2 were kept failed. A field service engineer (fse) had applied conductive grease to the spade connectors on the micro switches located on the latch. Following the repair, the fse confirmed that the doors were recovered successfully without generating any errors, failures, or double-clicking behavior. The system functioned as intended after the field service engineer repaired the device.